Event description:
A customer reported a pt sustained 2nd degree burns to both lateral calves during a seven hour catheterization procedure. Reportedly, he was warmed with a bair hugger warming unit model 505 and a bair hugger blanket model 635 for the seven hour procedure and temperature was not monitored. Therapy temperature was not known. Photos show approximately 30-35 small round red spots, one blistered, in a grid pattern on the left lateral calf. Reportedly, the pt was treated with silvadene. The 505 has been checked by clinical engineering and found to be fine. The unit was returned to (B)(4) and replaced. No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted.

Manufacturer narrative:
Pt identifier was not available. Conclusions - device not returned - no evaluation will be performed.